Manufacturer narrative:
(B)(4).(B)(6). The lot was manufactured from (B)(6) 2015. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A flow rate test was performed without noting any issues. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had not fully infused after 46 hours. The device was filled with 68.04 ml of fluorouracil and 184.96 ml of sodium chloride for a total of 253 ml. At the end of infusion there was still 110 ml remaining in the device. There was no patient injury or medical intervention associated with this event. No additional information is available.